Event description:
It was reported that pump displayed malfunction alarm code 15, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if any malfunction alarm appeared again, which customer acknowledged and understood.